Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: nine open 32g x4mm pen needle samples were returned from an unknown lot. No., cat. No. 320561. Visual examination was carried out on all nine samples and a broken non patient end of cannula was observed on two samples, a bent non patient end of cannula was observed on five samples, a bent non patient end and a broken patient end of cannula was observed on one sample. No issues were observed with the remaining sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was broken, and 2 other needles had broken non-patient ends. The following information was provided by the initial reporter, translated from german to english: "needles bend during injection" via bd investigation: "visual examination was carried out on all nine samples and a broken non patient end of cannula was observed on two samples, a bent non patient end of cannula was observed on five samples, a bent non patient end and a broken patient end of cannula was observed on one sample. No issues were observed with the remaining sample."